Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy with contraceptive device") in an adult female patient (gravida 2) who had essure (batch no. A64632, a63347) inserted for female sterilization. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included gravida I and ectopic pregnancy. On (B)(6) 2013, the patient had essure inserted. In 2016, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery. Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device outcome was unknown. The reporter considered ectopic pregnancy with contraceptive device to be related to essure. The reporter commented: this plaintiff experienced another pregnancy which has been captured under (B)(4). Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pregnancy. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy with contraceptive device") in an adult female patient (gravida 2) who had essure (batch nos. A63347 and a64632) inserted for female sterilization. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included gravida I and ectopic pregnancy with contraceptive device in (B)(6) 2015. On (B)(6) 2013, the patient had essure inserted and removed on an unknown date. A new essure was inserted on an unknown date. In 2016, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery. Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device outcome was unknown. The reporter considered ectopic pregnancy with contraceptive device to be related to essure. The reporter commented: this plaintiff experienced another pregnancy with essure which has been captured under case (B)(4). Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pregnancy lot number: a63347, manufacture date: 2012-10, expiration date: 2015-10. Lot number: a64632, manufacture date: 2012-10, expiration date: 2015-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-nov-2018: quality safety evaluation of ptc (product technical complaint ). Incident- at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.